Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd insulin syringe with ultra-fine¿ needle was difficult to push during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the medical staff of our hospital had difficulty in pushing the injection pen when injecting insulin for the patient, and no other discomfort occurred after replacing the injection pen."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1047947. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that the plunger in the bd insulin syringe with ultra-fine¿ needle was difficult to push during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the medical staff of our hospital had difficulty in pushing the injection pen when injecting insulin for the patient, and no other discomfort occurred after replacing the injection pen."